Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer (fe) arrived at the customer site and inspected plate and found that well a4 did not have enough sample and diluent in it. Well d11 was filled. The problem was recreated by performing an splld check over the primary rack. The fe observed tip #11 get drawn up inside of the tip clamp sleeve. The fe replaced all of the tip clamps and tip clamp sleeves as well as the 2-pole cables in positions 2 and 4 to correct the problem. The holding force of plunger clamp #4 met the specification. The fe performed the splld and customer software checks successfully. Repairs have returned this instrument to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and diluent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).